Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 23 mmol/l. Customer reports serter does not show signs of physical or cosmetic damage. Customer states there is no damage to the connection bridge or pins. The insulin pump will not be returned for analysis.